Manufacturer narrative:
The subject device is not available.

Event description:
During the procedure, it was reported that slight resistance was experienced when moving the guidewire (subject device) in the microcatheter and the distal 10 cm of the guidewire started to come apart upon being retracted from the microcatheter. No clinical consequences reported to the patient.

Manufacturer narrative:
Executive summary: updated based on additional information received on 21-may-2018. (The guidewire was removed from the patient with its entirely). Expiration date: added. Manufacturing date: added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Information provided in the complaint indicated that the guidewire was confirmed to be in good condition prior to use, the guidewire was prepared per the dfu (direction for use), slight resistance was experienced when advancing or removing the guidewire from the microcatheter and continuous flush was maintained throughout the procedure. Based on the information currently available the exact cause for the reported event cannot be determined.

Event description:
During the procedure, it was reported that slight resistance was experienced when moving the guidewire (subject device) in the microcatheter and the distal 10 cm of the guidewire started to come apart upon being retracted from the microcatheter. Finally, the guidewire was removed from the patient in its entirely. No clinical consequences reported to the patient.